Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric, restenosed non-abbott stent in the mid right coronary artery with mild tortuosity, moderate calcification and 90% stenosis. A 3.5x20 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion and during the first inflation, the balloon ruptured at 12 atmospheres when inflated for 10 seconds. The bdc was withdrawn without resistance from the patient anatomy and replaced with a 3.5x20 mm unspecified bdc. Subsequently, a drug-coated bdc was advanced to the lesion and dilated without any issue. The procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.